Event description:
Pt is a medically fragile a male who sustained a tbi at age 2 leaving him an spastic quad with a trach, g-tube, and vp shunt and totally dependent on providers for care. Pt has a very large neck and head requiring him to have a trach with an extension so that his neck folds do not occlude his airway. To provide humidification, an adapter is connected to his trach. The trach adapter is attached to a tee adapter which is then attached to mist tubing. The tubing is attached to a large volume nebulizer filled with distilled water which generates a fine mist with medical air set at 5lpm. The tee adapter has a third opening which allows expired co2 and secretions to escape the system. In 2008, pt was attached to this system without the tee adapter in place. The mist tubing was attached directly to the trach adapter without the tee adapter thereby creating a system where expired co2 may not sufficiently be expired. Pt was found expired with the described system for humidification noted to be attached without the tee adapter. Dose or amount: apply mist to trach. Frequency: qhs and prn. Dates of use: greater than 3 years. Diagnosis or reason for use: humidification for pt with tracheostomy.